Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively,(general surgeon) was using our generator & cautery pencil without any problems during an open colon procedure. The tip of a pencil melted when used on or near a staple in the patient. The surgeon broke scrub to leave room. During the few minutes was gone, one of the fellows used the cautery pencil on a debakey, near a staple line. As a result, the pencil threw an arc & caused the tip to produce a small flame and melt. Settings on were normal settings for this procedure with 35w cut (pure) & 35w coag. There was no patient harm.